Event description:
It was reported that (2) devices were used during a gastric bypass. It was reported by the rep that the hp053 luke handpieces would not work properly with disposable shears. Another device was used to complete the case. There was no consequence to the pt.